Manufacturer narrative:
On 05/16/2025, intuvie received a follow-up report indicating that the patient did not experience any adverse effects. No medical intervention was required, and the patient was discharged home the same day. Reference to complaint number (B)(4).

Manufacturer narrative:
It was reported to intuvie that the pump did not alarm "air in line" with IV tubing was empty. The patient has side effects, but the side effects are unknown. There was no other information reported. A review of the serial lot number history indicated no similar complaints associated with this device. The failure mode was not confirmed, and the probable cause remains undetermined. Reference to complaint # (B)(4).

Event description:
It was reported to intuvie that the infusion pump did not alarm for "air in line" when the IV tubing was empty. The patient reportedly experienced side effects, although the specific side effects were not disclosed. No additional information was provided at the time of the report.